Manufacturer narrative:
(B)(4). Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to motor error alarm.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm, no delivery alarm. The customer stated that they were able to rewind the insulin pump. Displacement test was passed. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.